Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer performed a supply change and delivered a correction bolus via the pump to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.